Event description:
This is an (B)(6) admitted for left total knee replacement. Biomet system was used. A problem occurred with the 4-inch-1 cutting jig. It had been disassembled and reassembled incorrectly, causing a displacement of the anterior-posterior cuts posteriorly. Per the biomet sales representative, the cutting jig was disassembled and reassembled by user at another hospital. The representative contacted the product manager at biomet. The product engineer immediately identified the problem. The cutting block had been reassembled backwards as the cutting block was reversed.